Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the patient is currently being monitored and has not been revised to date. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. The cause for this specific event cannot be ascertained from the information provided, as the patient has not been revised. The common clinical presentation and the date of the original implantation suggest that this case might be / is related to the issues for which zimmer implemented a notification in july 2008 as referenced. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result is available, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom acetabular component 50/44 j on the left side on (B)(6) 2006. Currently the patient is being monitored due to unknown reasons.

Manufacturer narrative:
This case was reopened on (B)(6) 2016 to enter additional information which was received on september 07, 2016. (B)(4). While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in (B)(6) 2008. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Since this case is related to the issues for which zimmer implemented a notification in (B)(6) 2008, zimmer (B)(4) will close this case once again. Zimmer¿s reference number of this file is (B)(4).

Event description:
It has now been reported that the patient was implanted a durom acetabular component 50/44 j. The patient is being monitored due to pain, loosening, metallosis and shedding metal debris.